Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use for a stent deployment, the clinical procedure was delayed for 95 minutes while the system was repaired. No harm to the patient or user was reported. A technician working for the hospital's equipment department inspected the system onsite and confirmed the issue. This technician repaired the system. The customer resolved the issue without philips service, no onsite inspection or repair of the device by philips was performed. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.